Event description:
It was reported that the ventricular lead exhibited loss of capture in the bipolar configuration at 7.5 v, 1.0 ms and loss of sensing at 0.5 mv. Fluoroscopy revealed that the lead was fractured. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.